Manufacturer narrative:
Product analysis the device returned in the product tray, opened pouches and shelf carton. Multiple creases were visible on the shelf carton. The device and tray were removed from the pouches and lined up with the shelf carton. A kink visible on the graft cover lined up with creases on the shelf carton. There was no deformation observed to the product tray at the kink site. The external slider and backend wheel were in the home position. A kink was visible to the graft cover. There was no further damage observed to the device. The reported device kink and packaging damage were confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a kink in the delivery system of the endur ii bif was discovered during device preparation before deployment. The patient was being treated for a 60mm aneurysm. The procedure was completed using a replacement medtronic device. The event was resolved with the replacement device.

Manufacturer narrative:
Additional information received ; it was reported that the device box was bent when received. It was confirmed that the kink was noted along the graft cover. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.